Event description:
Customer reported that the unit shut down. There was no injury or death associated with this report.

Manufacturer narrative:
The device has been received, but additional time is required to complete the analysis. Upon completion of the investigation, a supplemental will be submitted. We could not initially duplicate or otherwise confirm the customer allegation of unit shut down.